Manufacturer narrative:
(B)(6). The event is currently under investigation.

Event description:
It is alleged that, "[pt] received a gunther tulip filter on (B)(6) 2006 at (B)(6) hospital in (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional lot information was provided on 16sep2016. (B)(4). Investigation/evaluation still ongoing. The device was not returned to assist with the evaluation. No information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on the alleged injuries. Lot information is currently being evaluated.

Event description:
It is alleged that, "[pt] received a gunther tulip filter on (B)(6) 2006 at (B)(6). " it is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
Investigative evaluation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging device is unable to be retrieved¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 07/16/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to a lumbar spine fracture from a weight lifting accident resulting in paraplegia. The plaintiff had an attempted retrieval on (B)(6) 2006 where the filter allegedly could not be retrieved as it remained adherent to the left lateral wall of the ivc and therefore the filter was redeployed in its original position. Plaintiff is alleging device is unable to be retrieved.

Manufacturer narrative:
Evaluation: according to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.